Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention (n=29) devices were tested in-house clinical hcg negative urine samples, all results were negative at 3-5 minutes read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided and without patient specimen in-house analysis. Recommended the read time should be between 3-5 minutes only, nor later than 5 minutes.

Event description:
It was reported that on (B)(6) 2015, the patient's urine was tested six times on the consult hcg urine cassette and received six negative results when read at 3 minutes. Then when read at 5 minutes, a faint test line appeared, indicating a positive result. A beta quant test was performed and confirmed the negative results. No quant number was provided. Further information was requested, but no further information was provided. Troubleshooting was conducted with the customer. The customer was advised on technique as per the package insert.